Event description:
It was reported that lead impedances are high and have been increasing. The impedances changes are being monitored. The lead remains implanted and active. It was further reported that there is concern regarding the battery voltage of the device and that the atrial lead continues to have high impedance. It was later reported that the atrial lead was capped due to chronic atrial fibrillation. Also the device reached elective replacement indicator (eri) and was explanted and replaced. No patient complaints or complications were reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that lead impedances are high and have been increasing. The impedances changes are being monitored. The lead remains implanted and active. It was further reported that there is concern regarding the battery voltage of the device and that the atrial lead continues to have high impedance. No patient complaints or complications were reported as a result of this issue.